Manufacturer narrative:
B1, h1, h6: correction. One pediatric tracheostomy tube was returned for evaluation in used condition. As received, a tear was observed on the eyelet of one of the flanges. The deformation in the area was rough. No additional damage or anomalies were observed. The complaint of tracheostomy tube no longer holding in place can be confirmed due to the damage observed on the eyelet. The probable cause of the damage is unknown. A lot history review could not be conducted because no valid lot number(s) was/were identified.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient came to her father holding her tracheostomy tube in place as one of the eye¿s that the tapes passed through and snapped which seemed to cause the tracheostomy tube to be no longer held in place. The parents had to carry out an emergency tube change.